Event description:
Baxter (B)(4) received a report that a spike was broken. The set had been used for about 2 months.there was no patient injury or medical intervention. The actual sample is available for evaluation.

Event description:
It was reported that during a gastrectomy procedure, the device's scissors were overheated. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. No temperature issues were noted while testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.